Event description:
Information received by medtronic indicated that the insulin pump had a broken battery cap. Customer stated they were firstly unable to remove the battery cap from pump and attempted to remove with the belt clip, now they were able to remove the battery cap. No harm requiring medical intervention was reported. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.